Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study case with a non-healthcare professional stated that the incidence of treatment-related adverse events, including intraocular lens inflammation and retinal vasculitis, have been raised in brolucizumab-treated eyes with definite/probable in the risk of at least moderate visual acuity loss was two in eyes with signs of retinal vasculitis and the risk of severe visual acuity loss in the unknown eyes after refractive surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. The complaint was opened based on an article in scientific literature; no sample is available to be provided to the responsible site for an in-depth investigation. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to clearly identify an issue tied to the device and/or to properly complete an investigation. Therefore, the root cause of the reported events could not be identified. The manufacturer internal reference number is: (B)(4).